Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash. The patient¿s physician prescribed hydroxyzine and allergy medication for the skin irritation. The patient was allergic to the medication given causing the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.